Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station stuck on carefusion blue screen. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system screen was stuck and unresponsive on carefusion application. A technical support specialist (tss) advised the customer to reboot the station and confirmed from the customer that the station was working. The system functioned as intended after the customer resolved the issue.